Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call hospitalization. The customer's blood glucose was 390mg/dl at the time of call. It was reported had previous issues with bent cannula that lead to hospitalization. Customer's mother declined trouble shooting for issues and advised no event since the hospitalization. The insulin pump will not be returned for analysis.